Event description:
A malfunction was reported on the pump, identified with malfunction code malf 12. Despite this issue, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions on how to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue recurs.